Event description:
It was reported, that the pump's usb port was damaged. Resulting in difficulties charging the pump. Additionally, it was reported, that an occlusion alarm occurred. The customer's blood glucose level was 349 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.